Event description:
Additional information received stated the patient has been non-compliant with the sodium chloride hypertonicity ophthalmic ointment and has only been using artificial tears as needed. The patient was advised to use artificial tears at least four times a day or more. It was discussed with the patient there would be slower healing if recommendations were not followed. No additional treatment is indicated until patient is compliant and improves. The patient will have monthly follow up visits.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dry eye syndrome and possible epithelial basement membrane dystrophy approximately six weeks post photo refractive keratectomy (prk). The patient was prescribed artificial tears and sodium chloride hypertonicity ophthalmic ointment to use at night. The patient noted vision is slow to recover and is frustrated with the slow healing following prk. The patient is scheduled for follow up. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.